Event description:
During a coil embolization procedure of a carotid cavernous sinus fistula, the coil delivery system was unable to be zipped-re-zipped. The procedure continued with other products. There was no reported patient complication.

Manufacturer narrative:
It appears that the cause of the re-zipping difficulty occurred during handling of the product during the procedure. If the flattened area on the introducer had been present prior to use, a similar difficulty would have been encountered when unzipping the introducer away from the delivery tube during induction of the coil. Although no patient or procedural factors contributing to the re-zipping difficulty are identified with the information provided, it appears that kinking of the system during handling contributed to inability to re-zip the orbit system. Cause of the kinks on delivery tube and flattened area on the introducer could not be conclusively determined, but it does not appear to be manufacturing related. One trufill dcs orbit coil was received with several bends and kinks along its delivery tube. The kinks measured at approximately 37cm, 96cm, 139cm, 158cm and 160cm from the distal end to the hub strain relief. A flattened section of the coil introducer where zipping difficulty occurred measured at 40.5cm proximal to the fuse stopper. Clear liquid (possibly decontamination fluid) was present in the introducer. During the functional testing, attempts to zip the introducer were unsuccessful. Hindrance was encountered at the coil introducer flatted area. The product was review under microscopic analysis at 20x magnification that confirmed a flattened area in the coil introducer. The lot history review indicates that this is the first report of this type (zipping difficulty) received for this sterile lot number. In conclusion: the reported zipping difficulty appears to be related to the flattened area in the coil introducer that prevented the hypotube from seating properly into the introducer. The exact cause of the anomaly could not be determined, but it does not appear to be manufacturing related. Inspections are in place during manufacturing to detect damaged products prior to shipping. The information for use states that dcs detachable coils are delicate devices and should be handled carefully, prior to use and when possible during the procedure, inspect the system for bends and kinks. Do not use coil system that shows signs of damage.